Event description:
Female patient being prepared for c-section: spinal needle tray failed: 2 used to place a spinal in 2 different laboring patients about to have c-sections. Both failed (patients maintained full feeling after 10 minutes of correct spinal placement). In both cases a second spinal needle tray was used with different lot numbers and expiration dates and in both cases the second spinal worked and c-section was then performed. In response, all spinal needle trays of the same (failed lot number) were removed from the supplies in the ob unit as well as the operating room supply. Packaging was retained of the failed spinal needle trays (no actual supplies were kept, only packaging).

Event description:
Female patient being prepared for c-section: spinal needle tray failed: 2 used to place a spinal in 2 different laboring patients about to have c-sections. Both failed (patients maintained full feeling after 10 minutes of correct spinal placement. In both cases a second spinal needle tray was used with different lot numbers and expiration dates and in both cases the second spinal worked and c-section was then performed. In response, all spinal needle trays of the same (failed lot number) were removed from the supplies in the ob unit as well as the or supply. Packaging was retained of the failed spinal needle trays (no actual supplies were kept, only packaging).